Manufacturer narrative:
On inspection of the returned liners contain some damage just below the taper indicating that the surgeon attempted to seat the liners. In addition, the liners contain a screw hole likely from removal from the shell. The shell was also reviewed exhibiting damage in the taper region, likely where the screw contacted the shell. Dimensional analysis was not possible on the liners because of the deformation to the outer surface from the screw hole. The inner surface of the shell was dimensionally analyzed using cmm as directed on the measurement instruction sheet and was found to be within spec. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.

Event description:
It is reported that the surgeon had difficulty seating the continue cup and the liner. After trying a second liner he decided to use a different cup and liner system.